Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v amc3838c150te, serial/lot #: (B)(6), ubd: 19-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted, during an emergency endovascular treatment of a ruptured. 34mm thoracic aortic aneurysm accompanied by a chest hematoma with a noted, flow jet. It was reported, during the index procedure, the valiant captivia graft was inserted with minimal resistance. However, during deployment of the stent graft, the physician noticed, the graft was concertinaing. Which was not expected, as there was little resistance when advancing to the target position. The physician suspected the shaft of the device must be constrained somewhere in the system. And completed a rapid deployment. Which, saw the graft well deployed. The tip of the device was then recaptured. As the stent graft was being removed, significant resistance was noted. The physician, slowly kept removing the graft twisting back and forth, before the graft was fully out. Vessel tissue was seen on delivery system. There was no vessel perforation. Removal was stopped and the secondary graft was deployed without issue from the left side. However, it was reported, the patient expired on the day of the procedure. The physician, believes the vessels in groin through to common iliac were too small and fragile for device. The artery was too small. Which, gripped the outer sheath on the delivery of the graft. And does not attribute any fault to the device regarding the outcome. The physician noted, that patient had no other choice. And an attempt to deliver graft. Even if more information about vessels, prior to the procedure was known. The situation was emergent, as patient had large hematology in chest with active thoracic bleed. The cause of death was, due to the ruptured thoracic aneurysm and uncontrolled bleeding of the iliac artery.

Manufacturer narrative:
B5: additional information received: it was reported the physician believes the issue was patient and not device related. The valiant captivia stent graft that had the concertinaing and resistance when removing was the first implanted device vamf3838c150te, serial number (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.